Event description:
It was reported that during a da vinci prostatectomy procedure, staff physician, and robotic team stated that the prograsp forceps instrument engaged without difficulty, but was slow or decreased rotation at tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument passed the engagement and recognition test when placed on an in-house system. The instrument moved with full range of motion. Additional observations not reported by site were: the pitch down cable was found to be frayed at the distal clevis hub. The small frayed strands stuck out at the instrument's wrist, measuring approximately .074. The other cables at the wrist were not damaged. In addition, the distal end of the main tube had scratch marks with material removal. The scratches were .182 - .042 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.